Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
Analysis: during visual analysis, no issue has been detected. During functional analysis it was possible to inflate the balloon of the ibt. During inflation, the balloon has a uncommon shape even under low pressure. The proximal part of the balloon seems to be less inflated as the distal part of it. An attempt was done to reproduce this issue. A new ibt has been taken and an attempt has been done to inflate it with a part of the balloon still blocked in the cannula. That means that the first half of the balloon is blocked in the cannula during this inflation. The balloon has been slowly inflated with 1cc of water and the maximum pressure was approximately 90psi. This has been maintained during 30 second. Then the same balloon has been inflated with 1cc more (total 2cc) with water and the maximum pressure was 140psi. This has been maintained during 30 sec. Then the balloon has been deflated and removed from the cannula. An attempt to inflate the balloon has been done and shows a deformation of the inflated balloon. This test shows that the shape of a balloon could be uncommon due to a wrong manipulation of the surgeon with the cannula and the ibt. Based on the information provided, visual and functional analysis, the most probable root cause of the uncommon shape of the balloon during inflation is probably due to a misuse of the surgeon and linked with a stress on the rear portion of the balloon. The most probable misuse is due to the fact that the balloon was not totally out of the cannula during its inflation, as shown in the test of replication.

Event description:
It was reported that a patient underwent an unknown balloon kyphoplasty procedure. During the procedure, it was reported that one balloon ruptured and there was a leak. No further details are known at this time.